Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose had as high as 232 mg/dl and as low as 45 mg/dl. She reported that the blood glucose had been fluctuating due to a new arthritis drug she received two weeks prior. The customer declined troubleshooting for high or low blood glucose. The insulin pump was not replaced or returned for analysis.